Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 07/31/2017 customer confirms the strips are stored properly. Customer performed back to back blood test; 131 mg/dl and 144 mg/dl fasting. Reviewed meter memory: 1: 156 mg/dl, (B)(6) 2015, 09:16:00 am fasting, 2: 222 mg/dl, (B)(6) 2015, 08:45:00 am fasting, 3: 140 mg/dl, (B)(6) 2015, 05:52:00 am fasting, 4: 177 mg/dl, (B)(6) 2015, 06:22:00 am fasting and 5: 126 mg/dl, (B)(6) 2015, 05:47:00 am fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 131mg/dl and 144mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.